Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A visual inspection was performed and found a damaged heater pan. Functional testing was performed. A short simulated therapy was performed. A damaged/burnt smell was confirmed during evaluation. The cause was determined to be a defective power inlet module. The power inlet module was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device had a "hot smell" and was not working. It was not specified when in the process this occurred .there was no patient injury or medical intervention associated with this event. No additional information is available.